Event description:
It was reported by the customer that a pyxis medstation es system went down while a nurse was trying to pick emergent medications, causing slight delay. Customer added that the patient gastrostomy tube dislodged, required IV access and the medication for nausea droperidol and reglan. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen issue was due to operating system update. The reported issue could not be replicated. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-may-2022 to 24-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen issue was due to operating system update. A technical support specialist fixed the issue by updating windows. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that pyxis medstation es system stopped working while a nurse was trying to pick emergent medications, causing a slight delay. They stated that the screen went black, then green flashing, then blue screen then firmware malfunction appeared maintenance code. Then the screen went white and initialized. The computer came back up after completing this function. The customer added that this malfunction caused a delay in dispensing medication to patients. Customer added that the patient gastrostomy tube dislodged, required IV access and the medication for nausea droperidol and reglan. There were no adverse events or injuries reported based on this incident.